Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error as well as button was stuck. Customer's blood glucose level was 22.8mmol/l. Troubleshooting was performed .device will be returned for the analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board. Device passed displacement test, self test, active current measurement, sleep current measurement, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No missing segments or partial display, error 68, error 43 and error 23 noted.